Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service rep reported that the lid on the roller pump was cracked. The lid was replaced. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.